Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the maj-1933¿s connector being slightly deformed could not be identified. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii video system center displayed an e315 unsupported scope error message. The device as noted to be part of a demo system. The customer noted there were no issues on the day prior to this report when the system arrived and was set up. The error message was displayed when a gastroscope was connected and the video system was powered up. The scope was tried on another video system and no error message was displayed. There was no report of delay or patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the customer confirmed the video scope cable was not connected, they cleaned the scope connectors with an alcohol prep pad and the error message was displayed when trying another scope. Tac recommended powering off the video system and reseating the digital light source cable. None of the troubleshooting resolved the issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the digital light source cable on the upper portion of the connector was slightly deformed. After replacing the cable, there were no issues. Additional evaluation findings were as follows: the connector for the maj-1933 on the rear of the cv-190 will be replaced due to normal wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.